Event description:
During a retrospective complaint review, devilbiss healthcare identified an oxygen concentrator with complaint of "low o2 purity." There was no report or evidence of illness, injury or medical treatment associated with the complaint. Devilbiss evaluated the unit and determined that the root cause of the complaint condition was worn compressor cup seals. The device was serviced and now meets manufacturer specifications.